Event description:
Atrial bipolar lead impedance warning on (B)(6) 2021. Measurement consistent with historical values. Chronic low impedance measurements, current measurement 190 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).